Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer baxter bed, serial number unknown, that had phantom motion and worn out backup batteries. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports #: mw5170304, mw5170305, mw5170306, mw5170307, mw5170308, mw5170309, mw5170310, mw5170311, mw5170313.